Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of vascular dissection is listed in the armada 35 / armada 35 ll, percutaneous transluminal angioplasty (pta) catheter instruction for use as a known patient effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, serious injury/ illness/ impairment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a 22-year-old female, had symptoms of easy fatigability in her right arm three years previously. Computed tomography (CT) angiogram revealed 80% stenosis of the second part of the right subclavian artery (sca). Under local infiltration anesthesia, the right femoral artery was accessed percutaneously and secured with a 7f arterial sheath. The hi-torque (ht) command guide wire was attempted several times to cross the lesion antegradely but the lesion could not be crossed as the wire persistently coursed into the collateral vessel. Another non-abbott hydrophilic 0.032 nitinol wire was placed through the radial artery with a hydrophilic catheter support, which created a false lumen in the occluded segment and failed to establish luminal continuity with the brachiocephalic artery. Repeated attempts to re-enter the lumen with nitinol wire followed by a stiff coronary wire, ht progress 120, failed to secure a true lumen reentry. Thereafter the anterograde wire was parked deeply inside the collateral across the occluded proximal segment and a 5.0x40mm armada 35 balloon dilatation catheter (bdc) was inflated. The progress 120 wire was pitched and torqued from the distal false lumen against the inflated balloon kept anterogradely. On deflation of the lumen the wire tracked across the flap into the proximal true lumen of brachiocephalic artery establishing luminal continuity. But there was flow impediment in sca due to dissection. Thereafter, the retrograde wire was parked in the descending aorta and the wire was exchanged with a 0.014 in. 300 cm ht winn 80 guide wire passed through the right radial artery (ra) across the occluded segment into the descending aorta using a glide catheter. Glide catheter was removed and a 5.0x150 mm supera peripheral stent system was placed extending from the right sca up to mid brachial artery transradially. Completion angiogram showed good visualization of upper limb vessels up to palmar arch without any residual stenosis. Catheters were removed and hemostasis achieved with local pressure. The patient was discharged after 72 hours without any complications. The patient was prescribed dual antiplatelets (clopidogrel 75 mg, aspirin 75 mg) for one month followed by aspirin 75 mg od. On 6 months follow up the patient reported no symptoms of claudication. The limb was warm and radial pulse was palpable. A non-invasive imaging test revealed triphasic flow in right brachial and radial arteries. Details are listed in the article titled, "transradial retrograde percutaneous transluminal angioplasty with stenting of long segment occlusion of subclavian artery".